Event description:
It was reported that the right atrial (ra) and this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements spikes due to lead/spring contact interaction. Noise with oversensing and high thresholds were also observed. The implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported. Additional information received reported that outputs on the implantable cardioverter defibrillator (ICD) system were recently increased due to increasing thresholds noted with increasing lmpedancement measurements. It was also reported that the patient experienced some discomfort. The ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that electrogram (egm) review of the implantable cardioverter defibrillator (ICD) system revealed pacemaker mediated tachycardia (pmt) episodes and oversensed noise. In addition to the known spring contact interaction, the observations via egm suggested lead concerns as well. It was also noted that a high out-of-range shock impedance measurement greater than 200 ohms was recorded. Technical services (ts) reviewed troubleshooting options, and further lead evaluation was recommended. This ICD system remains in service. No additional adverse patient effects were reported. Additional information received reported that the entire implantable cardioverter defibrillator (ICD) system was explanted and replaced due to right atrial (ra) and right ventricular (rv) lead disconnection. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5154147.